Event description:
It was reported that the o-rings fell off the attachment device. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the snap ring was missing on the device. Therefore, the reported condition was confirmed. It was determined that this was caused by removing the cutter at an acute angle from the device. This caused the locking end of the cutter to snag on the snap ring pulling it out along with the metal washer. The assignable root cause was determined to be due to misuse, abuse, and possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.